Manufacturer narrative:
Initial reporter address: (B)(6). The promus elite ous mr 12 x 2.75mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The stent od (outer diameter) was measured within max crimped stent profile measurement . The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube shaft found a break 525 mm distal to the strain relief. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during analysis.

Event description:
Reportable based on device analysis completed on 16jun2022. It was reported that difficulty advancing was encountered. The target lesion was located in the left anterior descending artery. The 12 x 2.75 promus elite drug-eluting stent was introduced for treatment but failed to advance to the target lesion. There were no patient complications. However, device analysis revealed a shaft break.